Event description:
Home pt request swap of homechoice device. No pt injury noted and no medical intervention required required per pt. Upon receipt of device at mfg facility, device was found to be "wet."